Event description:
It is reported that at 5 year follow-up visit in 2003, the surgeon noted on x-ray that osteloytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. The surgeon revised the polyethylene articular surface and put grafts in at the lesions.